Manufacturer narrative:
One 72203378 healicoil pk 4.5mm device used in treatment, was returned for evaluation. Anchor and sutures were returned, attached in place, to the device. No physical damage was observed. There was an unidentified discoloration and material observed at the distal tip of the inserter in proximity to the laser markings. There was a mix of blood and bio-matter attached to the device and anchor. There was possibility of another substance present, but being returned in other than ¿as sold condition¿ made it unconfirmed what the substance was or how long the inserter was exposed to bio-matter, acids and fluids. Therefore, relationship between the event and device was not confirmed. It has not yet been confirmed whether bio material and acids affect laser mark degradation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although occurrences drove further engineering activities. Failure mode risk analysis is captured within the predicted the risk management files. Root cause was not yet confirmed. Equipment process parameters, handling conditions and transportation methods throughout the supply chain are being assessed to minimize the opportunity of this failure mode in the future.

Event description:
It was reported that during an arthroscopy the healicoil had a unknown yellow attachment on the handle of the knotting device. The surgeon took out the hand immediately, and found no attachment by naked eye. The device was rust. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.